Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection and vegetation on leads. The physician opted to place temporary pacing system via right jugular vein. There were no additional adverse patient effects reported. This ra lead was explanted.